Event description:
Trauma pt was admitted into the hosp 2003. The pt had erratic blood glucose test results on two devices and was given 26 vials of dextrose over this time. The device results were 13mg/dl 12 days later at 1446, hi at 1448, lo at 1452, and hi at 1500. Between 1556 and 0220, all test results were hi. Controls were within range. The pt expired 2 days later. The devices were replaced and requested to be returned for eval.